Event description:
Servo ventilator set up in CT for use during positioning of needle biopsy of brain. Power failure occurred while vent was turned on. Pt was manually ventilated during procedure. After power failure, unit would not turn back on. A broken wire was found at the plug. The broken wire may have been caused by someone gripping or pulling on the cord during the power outage. This unit had been checked earlier in the week.